Event description:
Prior to the implant procedure, the box for the right ventricular lead was opened and there was damaged noted on the lead. Another lead was used and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a broken lead prior to the procedure was not confirmed.